Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. No cosmetic damage noted. (B)(4).

Event description:
Customer reported via phone call that she had been having high blood glucose of 300 mg/dl to 400 mg/dl. Customer reported she was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 295 mg/dl. Customer was feeling tired, agitated, and nauseous due to high blood glucose. Customer was wearing the device during time of emergency room visit. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.